Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. Unable to perform displacement test due to reoccurring pump error 53 alarm during rewind. The pump passed the active current test and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a pump error 4 on the event date of 07/08/2023 at 15:31:01.000. Pump alarmed a pump error 24 on the event date of 07/08/2023 at 18:14:00.000. Pump alarmed a low battery alert on 07/06/2023 at 17:36:00.000. Pump alarmed 15 failed battery test alarms on the event date of 07/08/2023, the first five are as follows 15:31:05.000, 18:26:27.000, 18:26:29.000, 18:27:27.000, and 18:27:33.000. The previously mentioned battery alarms were expected. Pump alarmed three pump error 53 alarms (file #: 16, line#: 450, esf #: (B)(4)) during testing on 08/14/2023 at 10:34:20.000, 10:38:31.000, and 10:40:05.000 due to a possible hardware error. Pump alarmed three pump error 54 alarms (line #: 191, file #: 32149, esf #: (B)(4)) during testing on 08/14/2023 at 10:34:20.000, 10:38:31.000, and 10:40:05.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Blank display was not confirmed during testing. Pump error 53 was confirmed during testing due to moisture damage on the electronic assembly. Pump error 54 was confirmed as a consequence of pump error 53. Pump error 4 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 24 and high sleep current measurement were confirmed due to moisture damage on the electronic assembly. Exposed to moisture was confirmed found on the battery tube, electronic assembly, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had blank display after taking the pump into the pool. No harm requiring medical intervention was reported. Troubleshooting was performed, and the issue was not resolved. The customer will discontinue the use of the device. The device will be returned for analysis.